Event description:
The customer received a blood glucose reading of 350 mg/dl from his contour and a reading of 130 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer used the last of the test strips that gave the high results, so no product will be returned. A replacement meter was sent to the customer.